Manufacturer narrative:
H.6. Investigation: customer returned (1) opened 0.3ml, 12.7mm x 30g bd insulin syringe shelf carton, and (100) 0.3ml, 12.7mm x 30g bd insulin syringes in sealed polybags (unused) from lot # 8099603. Consumer reported found 2 boxes with box saying up to 100uts when it should say up to 30 units. The returned shelf carton was examined and the alleged issue was confirmed: ¿doses up to 100 units¿ is printed on the shelf carton. A review of the device history record was completed for batch# 8099603. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Situation analysis has been opened to address this issue. A definitive root cause has not been determined.

Event description:
Material no: 328431, batch no: 8099603. It was reported that before use of the bd syringe¿ 0.3ml 30ga 1/2in uf the pharmacist found 2 boxes with box saying up to 100uts when it should say up to 30 units. The following information was provided by the initial reporter: verbatim: item # 328431 lot # 8099603 from the box, inside bag says the same item number and lot # exp date 2023-04-30. Pharmacist found 2 boxes with box saying up to 100uts when it should say up to 30 units. One box she sold to her pet owner customer and explained the missprint first. The 2nd box she still has. Sending the mailing kit for the 2 boxes. And replacements for 2 boxes. She will call the pet owner who has the first box.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 328431 batch no: 8099603 it was reported that before use of the bd syringe¿ 0.3ml 30ga 1/2in uf the pharmacist found 2 boxes with box saying up to 100uts when it should say up to 30 units. The following information was provided by the initial reporter: verbatim: item # 328431 lot # 8099603 from the box, inside bag says the same item number and lot # exp date 2023-04-30 pharmacist found 2 boxes with box saying up to 100uts when it should say up to 30 units. One box she sold to her pet owner customer and explained the misprint first. The 2nd box she still has. Sending the mailing kit for the 2 boxes. And replacements for 2 boxes. She will call the pet owner who has the first box.